Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient passed out around 04:30 pm. Before she passed out, her phone and omnipod 5 pump were both getting signal loss issue since 03:30 pm of the same day. The patient can't recall the last egv reading before the signal loss started. The patient gained consciousness after 5 minutes. Her dexcom app and insulin pump showed egv again around 04:45 pm the egv was 232 mgdl while bg that was checked by her mother was 364 mgdl. The patient gained consciousness and did not seek higher level of care. The patient was fine at the time of the call and egv was high with no value while manual bg was reading around 430mgdl. At the time of the call, her pump gave her 3.2 units of insulin. Data investigation could not confirm signal loss. However, no readings/ sensor error/ brief sensor issue was found in connection to the reported allegation, sensor error alert was disabled. The probable cause was determined to be sensor noise. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Manufacturer narrative:
H2 additional information h6 investigation conclusion - additional

Event description:
Subsequent to the supplemental MDR, additional information became available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient passed out around 04:30 pm. Before she passed out, her phone and omnipod 5 pump were both getting signal loss issue since 03:30 pm of the same day. The patient can't recall the last egv reading before the signal loss started. The patient gained consciousness after 5 minutes. Her dexcom app and insulin pump showed egv again around 04:45 pm the egv was 232 mgdl while bg that was checked by her mother was 364 mgdl. The patient gained consciousness and did not seek higher level of care. The patient was fine at the time of the call and egv was high with no value while manual bg was reading around 430mgdl. At the time of the call, her pump gave her 3.2 units of insulin. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.